Event description:
Based on info provided, pt had initial surgery on (B)(6) 2008. The broken and loose product was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Add'l model# 56-2001, lot# p35. Add'l device manufacture date: (B)(6) 2009.